Manufacturer narrative:
A review of the device history record showed that 1 part was scrapped for anodize at the operation 60 - anodize. This issue would not contribute to the complaint condition because the part was scrapped for a visual nonconformity. A review of the raw material device history record showed that there were no issues during the manufacture that would contribute to this condition. The manufacturing evaluation showed the outside diameter and material are in specification. There is no condition present that would contribute to the complaint condition. The implantation techniques that were being used to implant these devices are unknown. From the provided description and implants, the removal issues may be considered invalid because they resulted in a successful removal. The possibility that the revision may have been due to adjacent level disease contributed to by the fused levels is a more severe failure mode. A definite cause for the adjacent level issues has not been identified but there is no apparent indication that there is a design-related issue with these implants. The design risk assessment is adequate for the intended use.

Event description:
Pt was implanted, on an unknown date, with click¿x¿ construct level l3-s1. Pt was discovered to have stenosis and a herniated disc at l2-l3. Pt was returned to the operating room on (B)(6) 2012 for hardware removal, and revision to extend construct to l2-l3, placing a vertebral spacer at l2-l3, and implanting new hardware from l3-s1. While removing the hardware, the extraction screw broke off inside one of the locking caps and a l5 left, the screw head came off upon removal. All hardware was removed with the exception of two screws at l4 remain implanted. This is 8 of 17 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.